Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noticed on the bd microlance¿ hypodermic needle after opening it. As reported by the customer, "after opening a needle, a ball of fur/hair/wool? Is noticed on the needle."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with one opened sample of lot 180432. Visual examination show a brown filament on cannula surface. Ftir results did not match with any known material or substance from manufacturing site. Since review of product history showed no indication of the alleged defect, and based on results of reported foreign matter characterization, it is not possible to determine a definitive root cause. However, complaint is confirmed.

Event description:
It was reported that foreign matter was noticed on the bd microlance¿ hypodermic needle after opening it. As reported by the customer, "after opening a needle, a ball of fur/hair/wool? Is noticed on the needle."